Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures, baker grade iii.

Event description:
Patient reported "capsular contractures, baker grade iii", "really bothering" and "inflammation". Healthcare professional reported capsular contracture in both of breasts, baker grade 3. This record is for the right side. Device has been explanted.